Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the lcb (light carrying bundle) fluid damage, the objective lens fluid damage, the laser cut filter fluid damage, the operation channel (primary) perforated, the remote control buttons perforated, the nozzle gluing missing, the segment crushed, the junction case leak, the lg prong loose, the distal body worn out, the down pulley wire worn out, the left pulley wire worn out, and the insertion flexible tube dented; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.